Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedances less that 200 ohms. Additionally, episodes of noise oversensing were recorded. The noise oversensing did not lead to any periods of asystole greater than 2 seconds in duration. Insulation damage was suspected. The tachy therapy was programmed off and a revision procedure is expected to replace the rv lead. This rv lead remains in service at this time. No adverse patient effects were reported.